Event description:
It was reported that far-field oversensing of r-waves was seen on the atrial channel. Technical services (ts) was contacted, and ts discussed programming options. The device and leads remain in service. No adverse patient effects were reported.